Manufacturer narrative:
The customer's complaint cannot be confirmed since the handpiece has not yet been returned to cynosure, therefore a device evaluation cannot be performed. Multiple attempts were made by cynosure to contact the customer in order to obtain details about the device issue, but they were unresponsive. A replacement vectus handpiece was provided to the customer. However due to the very limited details available, this incident is reportable as a potential accidental radiation occurrence (aro). There was no patient injury associated with this incident.

Event description:
Customer complained that the vectus laser handpiece "has a problem" and "shoots all the time".